Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition with some wear marks observed on the lens and keypad overlay. Review of the device data log noted that two 10 milliliter and one 20 milliliter bolus tests were performed prior to return for analysis. Functional testing included accuracy testing. The delivery accuracy tests found the pump to be delivery over the published specification of +/-6%. Additional inspection found the cam position for expulsor activation to be out of sequence. The pump was opened and inspection found the flag sensor positioning off on the end of the camshaft causing the pump to pump erratically. The camshaft and flag position sensor were replaced. Based on the evidence, the complaint was unable to be confirmed.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a flow rate that was out of specification. It was not specified whether or not this occurred during infusion or testing. No adverse patient effects were reported.